Manufacturer narrative:
Correction to field b1: updated selection to adverse event and product problem correction to field b3: event date - provided best estimate of event date as we know revision occurred (B)(6) 2018 but are unaware of when adverse event was first reported by the patient to the doctor. Correction to field b5: provided additional information regarding the event. Correction to field h6: device codes - ar-d code 1260 fracture added to coding grid correction to field h10: additional device added update to field h10 - h6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention. Additional information was received on 12nov2020 from the clinical safety team confirming the model and serial numbers of both leads that were replaced in revision procedure. Additional suspect medical device components involved in the event: product family: scs linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 16707330.

Event description:
It was reported that the patient underwent a revision procedure to replace the leads due to inadequate pain relief, wherein during the procedure the physician found both of the leads were fractured. The physician replaced both leads. Boston scientific has been unable to obtain additional information regarding the location of the explanted leads, and the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Device has not been returned.

Event description:
It was reported that on (B)(6) 2018 the patient had a lead revision procedure to address inadequate pain relief.

Event description:
It was reported that on (B)(6) 2018 the patient had a lead revision procedure to address inadequate pain relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial/lot: (B)(4) description: linear st it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
It was reported that on (B)(6) 2018 the patient had a lead revision procedure to address inadequate pain relief.